Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. They attempted to reposition this lead, but were unable to find acceptable pacing threshold measurements due to patient's anatomy. Two new lv leads were attempted to be implanted, but were not successful due to patient's anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted and is no longer in service. It will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.